Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ae7a. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60g cartridge reload was received not loaded on the device. The cartridge was received fully fired, with the pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. ,a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: upon visual inspection of three photos, the following was observed: the first and third photo show a green reload partially fired 2/3 and the knife can be seen partially advanced. Please note that this condition does not allow loading of the reload. The second photo shows a device from top view with the open anvil and the knife appears to be advanced. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgical assistant could not assemble the fourth reload into the stapler because there was something in the reload channel that blocked it's passage and placement in it. Initially the reverse button was used, but the device continued locked. The "manual override" was used at last, but it was not possible to place the reload. When the sales representative requested gloves and handled the stapler, he was able to see that what blocked the placement of the next reload was a metal body of a staple of the previous reload. This body remained in the channel of the reload and it was possible to visualize that it detached from the reload, thus blocking the location of the following staples. Knife blade and reload jaw were checked. Procedure was delayed by ten minutes but completed successfully. There were no fragments generated. There were no adverse consequences for the patient. No medical intervention was needed and the patient was not part of a clinical study.